Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and absorbable straps were used. The first two straps fired normally when the trigger was depressed, and the last clip failed to fire normally after multiple attempts. The straps did not fix the mesh. Changed to another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: did the device jam? No. When the trigger was depressed, no straps deployed? The first two fired normally when the trigger was depressed, and the last clip failed to fire normally after multiple attempts. Is the device broken? No. The straps did not fix the mesh? The straps did not fix the mesh, changed another strap and then works. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.